Event description:
It was reported that the patient underwent an unknown spinal procedure. It was reported that the 2mm micropituitary pins fell out. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and optical inspection of the instrument did not identify loose pins, crack fracture, breakage, or deformation. Functional evaluation did not identify any issue with respect to the instrument. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.